Event description:
It was reported that after a da vinci-assisted surgical procedure, the prograsp forceps would not release. The procedure was completed with no reported injury.

Manufacturer narrative:
The prograsp forceps has been returned and evaluated by the failure analysis team. Visual inspection did not reveal any damage. The instrument grips were manually manipulated, the grip tips opened and closed properly. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. Functional testing confirmed that the grip tips were able to grasp and hold as intended. The instrument was fully functional. No product issue was found. Once the instrument is recognized on the da vinci system, engagement gets checked. The engagement sequence runs for each installation of the instrument to ensure proper mating and transmission of force between usm carriage outputs, instrument sterile adapter, and instrument input disks. Successful engagement is detected by driving the instrument sterile adapter through a predefined trajectory. The probable root cause of engagement failures is attributed to an over-constrained design condition between the mating parts of the instrument and instrument sterile adapter disks. This issue can be resolved by using an alternate instrument to complete the procedure.